Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was unclear when the ins turning on/off on its own was first noticed, but the device was implanted less than a year ago and the patient was unclear of a specific time of when this began. The rep reported that the cause was not determined. The rep reported that they needed to watch the patient utilizing the equipment to see if there were errors. It wasn¿t determined if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain and a manufacturer¿s representative (rep). It was reported that the ins turned on/off on its own. The patient reported this occurred mostly in the morning; they wake up and don¿t feel anything and are in intense pain, so they check with the controller and it showed stimulation was off, but the ins showed 30-40% charged. The patient noted that the ins had never gone down to 0%. The patient reported that this most recently happened yesterday morning. The rep read from the tablet stats that only twice did the ins show it started a charge session at 20% and the rest of the times it started at 30, 40 or 50%. The rep reported that it showed the patient started a charge session at 20% yesterday and charged up to 90% and the patient had been charging every day. The rep noted that stimulation usage showed yesterdays usage was 100% and there were periods of ¿therapy unavailable¿ on 6/17, 6/19, 6/20, 6/26, 6/27 and the last programming was 6/12. No further complications were reported.